Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia event coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was admitted to the hospital twenty days prior to receipt of this report to have the hernia removed. The patient was discharged one day after hospital admission. At the time of this report, the patient was recovering from this event and is on in center hemodialysis. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.